Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 270-54-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed on the sample and the patient connector was closed with the original wing cap. Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did work (solution was running). A blocked sample (as described by the customer) could not be determined. Leakages were not detected at the received sample. The received sample is within our specifications. Hence we assess this complaint to be not justified.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to(B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process or final control inspection.

Event description:
As reported by the user facility ((B)(4)): on day (B)(6) 2015 the patient arrives to the chemotherapy room for withdrawal of infuser and the nurse notes that this is completely filled, they proceed to revision of medical device by the personnel of pharmacy and it is evident that there is no dripping of the medicine.